Manufacturer narrative:
Complaint investigation is in process. As lot number is unknown, date of manufacture, and expiration date have been left blank.

Event description:
Customer called to report false positive results when running the realtime sars-cov-2 assay. The customer stated that they had 60 consecutive specimens from a recent sars-cov-2 run came up positive. The customer repeated these specimens, and upon repeat the results were mixed between positive and negative. All subsequent runs have performed as expected according to the customer. Customer did not report these suspect results outside the laboratory, therefore, suspect results had no impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: a customer data review could not be performed as relevant data regarding the results of assay controls, calibrators and discrepant patient samples were not provided. Quality data review: as no lot number was provided a device history record review could not be performed. The CAPA review for abbott realtime sars-cov-2 amp rgt kit, us eua ((B)(4)) was performed and did not identify any internal or post-production use issues related to the reported complaint. Complaint history review: a part-specific complaint history review for abbott realtime sars-cov-2 amp rgt kit, us eua ((B)(4)) identified additional complaint tickets related to discrepant results. However, following the review of the related discrepant result tickets, no commonality was identified which would suggest a product deficiency. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amp rgt kit, us eua ((B)(4)) was not identified.